Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a new bag (250 ml) of nicardipine was hung on (B)(6) 2017. The patient was also receiving an antibiotic as a secondary and kvo fluids (250 ml) at 2 ml/hr. On (B)(6) 2017, the night nurse found the nicardipine drip was hanging as the kvo fluid instead of normal saline. Patient effects included elevated blood pressure and heart rate. After the event the patient was monitored and given prn blood pressure medication. No other patient effects were reported.

Manufacturer narrative:
The customer¿s report of a nicardipine drip hanging as the kvo fluid instead of normal saline was not confirmed. The pcu event log shows that two pump modules were attached to the pcu on (B)(6) 2017. The concomitant module had remained idle since (B)(6) 2017. At 3:28 pm on (B)(6) 2017, the suspect pump module was programmed for a basic infusion at 2ml/hr and a secondary infusion of fluconazole 200mg/100ml at 100ml/hr. The secondary completed as programmed and the primary infusion then continued until 5:58 am on (B)(6) 2017, when the device was channeled off. During the infusion there were 2 patient side occlusion alarms at 3:29 pm and 1 fluid side occlusion alarm at 3:38 pm. Functional testing found the pump module to be delivering fluid within specification. The root cause of the report of nicardipine hanging instead of normal saline was not identified.